Event description:
As published in the international journal of cardiology 130 (2008) 255-259, in "serial angiographic and intravascular ultrasound analysis of late stent strut fracture of sirolimus-eluting stents in native coronary arteries", pci was performed on a patient of unknown age and gender. A 3.0x28mm cypher stent and a 2.5x18mm cypher stent were deployed in the proximal left circumflex in an overlapping manner at 24 atm. The lesion was classified as type c. At 6 months, ivus showed fracture of the 3.0x28mm cypher, in-stent restenosis and late stent thrombosis at the 12 month follow-up.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it belongs to the same class of cypher sirolimus drug-eluting stents that are distributed in the united states. It is also not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt.